Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided for the screws. The doctor reported the plate broke and screws ripped out due to the patient¿s cough; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00368, 0001032347-2020-00369, 0001032347-2020-00370, 0001032347-2020-00371. Medical products: sternalock 360 multi-implant system, part# 74-0004, lot# 065990. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 14 mm, part# 73-2414, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 16 mm, part# 73-2416, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 18 mm, part# 73-2418, lot# ni.

Event description:
It was reported the patient experienced a sternal dehiscence six (6) days following implantation of sternal closure devices. A post-operative CT scan revealed that the screws had backed out of the manubrium and bottom plates while the center x plate had broken in half. The surgeon asserts that the screw depth was correctly measured and the devices were implanted correctly. The surgeon believes that the patient¿s cough contributed to the device failure. The sternal closure devices were explanted seven (7) days following implantation. No additional patient consequences have been reported.